Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report prior to use on a patient, the tracheal tube deflated after the cuff was inflated. Customer indicated there was no patient involvement with this event.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report prior to use on a patient, the tracheal tube deflated after the cuff was inflated. Customer indicated there was no patient involvement with this event.